Event description:
Information received indicates the caster will not hold after the brake was set.

Manufacturer narrative:
The technician found the caster was not locking. The technician replaced the caster to repair the stretcher.